Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the overlay was out of electrical specification. As a result it was replaced and calibrated.

Event description:
It was reported the stylus continues to wander around screen after multiple calibrations. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).